Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of "high". Although, specific value was not provided. Reportedly, the cartridge was used beyond labeling. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: "change your cartridge every 48¿72 hours, as recommended by your healthcare provider". The cartridge is indicated, as a reservoir for the delivery of rapid-acting insulin with the t: slim pump. Humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t: slim pump. Humalog® was tested for up to 48 hours as labeled. H3 other text: device not returned.